Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in (B)(6) germany. The history files were read out and analyzed. The infusion with the volume of 300ml and the rate of 198ml/h was started. At 3:52 pm the infusion was finished and the kvo mode started. A few seconds later, a new volume was created and the infusion started again. 30 minutes later, an air bubble alarm occurred. The infusion was started again and finished at 4:30 pm with a end volume of 415,5ml. No other abnormalities were found. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,69 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the results of the pre-investigations only the upper housing part was removed. No visible damages or dry residues of liquid could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). Currently only the device history is available. A task for send in the device for the investigation was done to the sales organisation. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". Customer information: date: (B)(6) 2020; therapy started: 1426hours; ended 1634hours; medication: cpt-11; route: IV; rate: 198ml/hr; vtbi: 300ml. IV cpt-11 started at 1420hours by rn huiling and co-checked by rn (B)(6). At 1557hours, kvo alarmed. Rn huiling discovered there were approx.100mls remained in the bag not completed. Therefore, she topped up vtbi and continue the infusion. At 1634hours, IV ctp-11 completed uneventful. Total volume infused: 415.5ml on pump screen.